Event description:
It was reported that pump displayed malfunction alarm code and customer contacted support for assistance. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to reset pump, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction alarm returned.